Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 27, 2007, the lay-user/reporter contacted lifescan on behalf of the lay-user/pt alleging the one touch surestep meter was missing segments on the display. In 2007, the pt claimed he noticed parts of the first digits of the meter segments were missing, and had to guess what his glucose readings were. It is not known how long the missing segment issue has been going on. The pt reported that he was feeling fine on that day. The next day, the pt woke up with symptoms of "mumbling" and felt "sleepy". The pt felt like he was having a "glucose attack" and administered self-treatment by taking 50 units of 70/30 insulin, which was less than his usual 80 units of 70/30 insulin. The pt ate breakfast as usual. His symptoms lasted for the duration of the morning. There were two readings of "54 mg/dl" and "65 mg/dl" that were obtained at an unspecified time in the morning. Based on the way the pt was feeling and the meter readings, the pt felt he was hypoglycemic. The pt was treated with some candy. The pt reported that his condition did not change with the treatment. Before the paramedics arrived at 10am, the pt obtained a glucose reading of either "86 mg/dl" or "89 mg/dl" on the one touch surestep meter. The paramedics obtained a reading of "350 mg/dl" on an unspecified meter. The pt was taken to the ER and was admitted at around 11am or 11:30am. The pt stayed at the hospital for 4 days and was diagnosed with hyperglycemia and a long infection. The pt was treated with insulin for his diabetes and with steroids for his lung infection during his stay at the hospital. Due to the steroid treatment, the pt also reported a reading "485 mg/dl" during the last 24 hours of his hospital stay. The pt was treated with insulin and discharged with a "311 mg/dl" reading. After his discharge from the hospital, the pt tests 4 times a day. He takes 20 units of 70/30 insulin and is on a sliding scale for his novolog insulin. He takes 0 units when his readings are within 61-150 mg/dl, 2 units when his readings are within 150-200 mg/dl, 4 units when his readings are within 200-250 mg/dl, 6 units when his readings are within 250-300 mg/dl, 8 units when his readings are within 300-350 mg/dl, and 14 units when his readings are above 450 mg/dl. This complaint is being reported, because the pt alleged he misinterpreted his readings for at least two days, developed symptoms, and was treated at the hospital with insulin. The meter, test strips, and control solution were replaced.